Event description:
It was reported that during a follow up, egms revealed episodes of vf/vt with noise leading to ICD charging with aborted therapy. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.device evaluation anticipated but not yet begun.

Manufacturer narrative:
The lead was cut and only 33cm of the proximal part was returned. Analysis was normal for the returned portion. A complete electrical analysis could not be performed without return of the entire lead.